Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer interrogated and programmed a pacemaker device using a known good rf (radio frequency) head with no fault found. It is noted that no rf head was returned with the programmer. Analysis also found the stylus is missing and the right keyboard case hinge has a screw loose.

Event description:
It was reported the programmer loses telemetry frequently and has happened during patient device checks. New programmer head was tried and had the same results. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.